Event description:
It was reported that pwd received several line blocked alarms yesterday. Per halo, they had 5 line blocked alarms. They stated they did try to resolve with the current cassette multiple ties, and it did not fix the alarm. Pwd stated when they removed the cannula it was bent. The event occurred during patient use and there was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.